Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer reported issue was not reproduced on inspection. No device problem was noted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high-pressure insufflator pressure was set to 10 mmhg, but during the examination, it reached to approximately 17-18 mmhg, causing a pressure warning sound to sound. There were no reports of patient harm.